Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens but one haptic tore off. There was no patient contact.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the the complaint and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.